Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic sample shows the bladder was ruptured. The reported condition was verified. The cause of the condition could not be determined, however, the potential for bladder ruptures exists as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.